Manufacturer narrative:
Calibration and qc had been performing to established specifications. A field service engineer (fse) went on-site and evaluated all system hardware. A clear root cause for this event could not be determined. Bci is continuing to monitor this account.

Event description:
Beckman coulter inc. (Bci) internal monitoring data for glucose (glu) indicated one patient did not match when running in duplicate mode on the unicel dxc 800 pro synchron clinical system. The initial glu sample result was 165mg/dl and then run in duplicate mode yielded a result of 130mg/dl. Reruns the next day of the same sample on the same instrument yielded results of 126 and 127mg/dl. The customer reported the result of 130mg/dl. The customer did not call and complain to bci about this event. There was no affect to patient with regard to this event.